Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor had performed a total pancreatectomy procedure with an enseal device and there was post operative bleeding from mesenteric vessels, requiring four units of blood post-op. The surgeon reports that she anticoagulated the patient post-op with a heparin drip (which she stopped when bleeding became evident). The bleeding was relatively slow and transfusion was over a few days. The surgeon reports she had no issue during the procedure with hemostasis or with generator alert screens and generally, the device worked well. She also reports she mostly used the enseal device on mesentery (approximately 2mm vessels). The patient was not re-operated and only received the four units of blood.